Manufacturer narrative:
(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient recently passed away. The date and cause of death was not provided.

Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(6). Date of event is unknown. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent surgery for hallux rigidus (advanced/ chronic osteoarthritis of the 1st metatarsophalangeal joint ¿ mtp. Podiatric intervention was performed on (B)(6) 2010 using a piece of distraction bone block. Patient was implanted with a 2.7mm lcp condylar plate and 2.7mm locking screws. X-rays taken on (B)(6) 2010, showed the anterior cortical fixation plate at the 1st metatarsal to the 1st proximal phalanx transfixed with multiple surgical screws. The great toe was in anatomic alignment. During the course of recovery, the 2.7mm lcp condylar plate fractured in the patient¿s right foot. Patient experienced pain and a nonunion was noted. Patient underwent revision surgery on (B)(6) 2010. The plate and screw construct was explanted and patient was revised to a 2.4mm/2.7mm va-lcp first mtp fusion plate, 2.7mm variable angle locking screws and 2.7mm cortex screws. This complaint involves one device (postoperative plate breakage) for the implant surgery date of (B)(6) 2010 and explant of hardware on (B)(6) 2010. This is report 1 of 1 for (B)(4).